Event description:
It was reported that during a demonstration, platform indicated user advisory 02 (compression tracking error). It is also indicated that there was a problem with both load cells. There was no pt involvement reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.